Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that despite adequate fluid status as well as several repositioning attempts, the impella 5.5 has continuous suction above p4. The patient was taken in to optimize position with fluoro and transthoracic echocardiogram guidance. The inlet was advanced and rotated to be in mid-cavity. This did not allow for improved flow. Team will give some volume to see if that improves ability for higher p-level. The patient remains on support.

Manufacturer narrative:
The investigation of infection/sepsis and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b added b1 should have reflected both adverse event and product problem on the initial manufacturer device report number 1220648-2025-27237. B5 additional information that was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27237. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27237 as it is unknown if the initial reporter also sent the report to the food and drug administration. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-27237. H6 health effect - clinical code 2067 and health effect - impact codes 4644 and 4641 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-27237.

Event description:
It was further reported that the patient became septic overnight and had a spike in white blood cell count. Levo and antibiotics were given and condition seem to have improved. The next day, the patient remained septic but slowly improving